Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 14 mg/d. Suspected cause was due to the customer administering multiple boluses the customer was treated with intravenous fluids to address bg. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended; additionally, the customer was using ademelog with the pump and supplies were used beyond labeling.